Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x16mm promus element¿ stent was advanced but failed to cross the lesion and the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis with a pigtail mandrel in the lumen and stent protector. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device was stretched 8mm from the distal bond. The pigtail mandrel could not be removed. A visual and tactile examination found no signs of damage on the hypotube profile. A visual and tactile examination found no signs of damage on the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery. A 2.75x16mm promus element ¿ stent was advanced but failed to cross the lesion and the stent strut was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.